Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty board set. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using the evis exera iii video system center, there was a no image issue and a short flickering when plugging in the spiral cable. The issue was found at reparation for use and there was no patient impact as a result.

Manufacturer narrative:
The device was evaluated on site by an olympus field service engineer (fse), and the customer¿s allegation was confirmed due to a faulty board set; the front board set was replaced by fse. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.